Event description:
It was reported to manufacturer by the vns pt that over the past several weeks her depression has worsened. The pt stated that the psychiatrist is out on medical leave and she was inquiring if there were other psychiatrists available in her area that could make adjustments to the vns device settings. The pt contacted a manufacturer representative at a later date indicating that she had an appointment with a different psychiatrist. Good faith attempts to obtain additional information from the new psychiatrist are underway.